Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states there was a disconnection of the catheter's plastic adapter. No titanium adaptor was used for this patient. An infection risk was suspected and an antibiotic treatment was administered for 14 days. The dialysate tests were sterile.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.